Event description:
It was reported to philips that the wireless footswitch could not be connected to the device anymore. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, this complaint is not related to the issue addressed in medical device correction z-0648-2022 instead, this complaint is related to an electronic defect. The system was in clinical use when the issue occurred. The orthopedic procedure was finished normally by using the hand switch. A philips field service engineer (fse) visited the site and confirmed that the wireless foot switch (wfs) did not work. The fse found that the wi-fi indicator led and the battery indicator led were both off due to an electronic defect. The fse replaced both the wfs and the base station, performed the re-connection. After the replacement of the wfs and base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.